Manufacturer narrative:
Initial reporter foreign postal code: (B)(6). No suture was returned. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. The insertion device shows no damage. After the evaluation a definitive root cause for the reported issue could not be determined. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the suture snapped during the procedure. The case was a hip arthroscopy/labral repair. A backup was available to complete successfully. Only the pulling/positioning suture broke and everything was removed from the patient. There were no reported patient injuries. No other complications were noted.